Event description:
No additional information was received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and correction to the initial report. Corrected fields: d1, d4, g4. Updated fields: d8, h6, h11. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. It is likely the following led to the reported event: the distal cap was attached to an endoscope that was not applicable. The event can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): the IFU operation manual ¿appendix combination equipment¿. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the distal cap dislodged from the end of the scope in the patient's esophagus during a procedure to remove food bolus from the upper gastrointestinal tract. The distal cap was removed with grasping forceps. The procedure was completed with a competitor device with a delay of less than 30 minutes. It was further reported that the medical tape was not used. The doctor also put lubricant on the end of the scope, and it was not wiped. There were no reports of patient harm.

Manufacturer narrative:
This report is related to the following linked patient identifier: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.